Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) received user facility report stating: monopolar curved scissors were not able to close during surgical procedure. A new instrument was obtained.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.